Event description:
It was reported that while in the cath lab, the md inserted the intra-aortic balloon (iab) through the sheath, into the patient. A few minutes later, the pump alarmed "no augmentation" and the 40cc catheter was pumping at 2.5cc. Another iab was inserted successfully.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.